Event description:
Philips received a complaint by the customer on the v60 indicating that the error for proximal pressure sensor autozero failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error for proximal pressure sensor autozero failed. The customer ordered a replacement central processing unit (cpu) printed circuit board assembly (pcba) to replace and resolve the reported issue. The investigation is ongoing.

Manufacturer narrative:
It was reported that the error for proximal pressure sensor autozero failed. The customer ordered a replacement data acquisition (da) printed circuit board assembly (pcba) to replace and resolve the reported issue. The customer received and replaced the da pcba to resolve the reported issue. The customer replaced the da pcba to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.